Event description:
12:12 heparin 25,000/250 was started and programmed per md order. Infusion never modified for 5 hours. Nurse noted bag empty. 16:43 new orders received for labs. Alaris care fusion. Pcu (model 8015). Module (model 8100).